Manufacturer narrative:
(B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: part: 876-816, lot: unknown, part: 876-482, lot: sa90d317. Although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Product analysis :parts received: 876-482, lot# sa09d317, 876-814, lot# h5080095, observations: the screw was returned stuck to the hex head of the driver. Screw could not be removed with reasonable force. The screw appears to have been pushed down on the head deeper than normal. This was confirmed when a sample driver of the same lot was loaded with a similar screw. The distance between the back of the screw returned and the end of the hex is ¿1.5mm. The distance between the sample combination is 1.8mm. Because of the interference fit and taper of the driver, the deeper the screw is placed, the tighter the fit. Conclusion: it appears there was extra force place on the screw causing it to jam on to the driver.

Event description:
It was reported that a patient underwent a two-level acdf procedure and during the procedure, the physician experienced difficulty removing the driver from the screw head. It was reported that extra force and agitation was required to finally remove the driver. The screw hole was enlarged during the incident and a larger revision screw was used in the construct in order to gain proper stability. No further patient complications were reported.